Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation remotely thru merlin.net the lead exhibited an impedance less than 180 ohms. The patient would be monitored with routine follow ups.